Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic assisted prostatectomy "waiting on further information. During the procedure a piece of the seal was noticed inside the patient abdomen. The piece was retrieved that was visible, staff is unsure if all loose material was retrieved. This was the ancillary port for the procedure so no robotic arm or instruments went through it. I've been informed this is the second time this has occurred within the past few months." Additional information received on november 15, 2016 from the sales representative: unknown event date or lot number but it was the ctf73. Patient status: "no patient injury".

Manufacturer narrative:
The event product was not returned to applied medical for evaluation. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.